Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 500 mg/dl at time of incidence. Customer also stated that insulin pump received recurring insulin flow blocked alarms. Customer stated the tubing was not bent or kinked. Customer stated they had tried all remedies. Customer did not want to answer any more questions and wanted to talk to a supervisor. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.